Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the digestive tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was observed that the trip wire was bent. Following the observed issue, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was noted that the ligator head returned with six bands attached and some of them were overlapped. The handle assembly showed marks of the trip wire being secured and it was also noticed that the trip wire was kinked. Further inspection shows that the ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The bands were overlapped and moved from their positions and the ligator teeth were damaged indicating that there was a deployment failure. The damage/bend observed on the ligator head teeth and trip wire may be related to user manipulation and/or some extra tension applied to the device. Once the ligator head teeth are damaged, the suture can have trouble releasing the bands. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the digestive tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was observed that the trip wire was bent. Following the observed issue, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.